Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. No additional information will be provided.

Event description:
During a site visit, devices were reported to have broken sears